Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that doctor performed a catalys precision laser system procedure. The catalys procedure went well. A posterior capsule tear was noticed in the operating room during phacoemulsification and right before cortical removal. Doctor stated that the posterior capsule tear was not due to the catalys laser and is not sure how it occurred. Doctor used a different lens and placed the lens in the sulcus as opposed to in the capsular bag. No medical or surgical intervention was required. No additional information was provided.